Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast pain, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 350cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, bilateral breast pain, and bilateral breast capsular contractures (baker grade ii to iii), post-procedure. The breast pain were diagnosed by the patient, the capsular contractures were diagnosed via physical examination and the ruptures were discovered during the explantation surgery on (B)(6) 2021. Subsequently, the patient underwent bilateral replacement with the following devices: (left) 225cc mentor memorygel breast implant catalog: 3502254bc lot: 7721072 sn: (B)(4) and (right) 225cc mentor memorygel breast implant catalog: 3502254bc lot: 9553132 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On november 18, 2021, the mentor failure analysis lab received the device for evaluation. On december 7, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant had a crease/fold within a tear on the anterior view measuring approximately 17.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).